Manufacturer narrative:
We checked the returned unit and confirmed that the lg air/water socket cylinder stuck accessory/object in the water port. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg air/water socket cylinder. In addition, we confirmed that the light guide cable buckled, the segment hard to move, the bending rubber gluing discolored, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.